Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tip of the suture needle broke when the surgeon started to close the wound. The tip was recovered and a new suture was opened to finish the procedure.